Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 600 mg/dl. The customer stated that he started having involuntary muscle reaction while getting ready for bed. He had dinner before bed and began shaking and choking on food. He stayed in the hospital for 2 days before being discharged. He stated that he was wearing the insulin pump at the time of the event. He reported that on the day prior, the insulin pump alarmed no delivery, and the alarm was resolved by a complete infusion set and reservoir change. The blood glucose reading was 150 mg/dl at the time of the alarm. About a week after he was hospitalized, the customer's wife stated that the insulin pump had unresponsive up and down arrow buttons. The blood glucose reading was 163 mg/dl. No significant events leading to the keypad issues noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm noted. Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump had an intermittent button response due to corroded keypad traces, cracked case at display window corner and cracked reservoir tube lip.